Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had a separation between the female connector and the main body of the twist clamp. This occurred during patient use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3 and h6. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the female connector was separated from the main body. The insert chip was present and there was no indication of solvent on the top of the insert/chip. There was no evidence of solvent on the threads inside the barrel of the main body. Functional testing was performed including leak testing, clear passage testing, and clamp function testing and there were no issues noted. The reported condition was verified. The cause of the reported condition was determined to be manufacturing related caused by inadequate solvent application to the main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.